Manufacturer narrative:
(B)(4) - zipper tape detached. Eval results: eval of the returned product found that the panel side b access window zipper slider body is open. (B)(4).

Event description:
The customer reported that while a pt was in the canopy they became highly combative and damaged the bed. The customer reported there was zipper damage on the large access panel the zipper tape has detached from the material. There was no pt injury reported.